Event description:
(B)(4). Event occurred in the united states the patient reported that in the morning of this report, the infusion set's tubing detached from the quick release while the patient was sleeping. The patient treated high blood glucose level with a manual injection. This issue occurred twice in the same week. The site location was at the upper right abdomen and the pump was clipped to the right side of pants. The infusion had been in use for less than 24 hours. Reportedly, the infusions were stored in an air-conditioned room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.